Event description:
It was reported that the pt underwent a spinal procedure at c5 to t2 for c7 metastatic tumor. The center nut of two crosslinks were broken consequently. The crosslink was replaced to a larger sized one. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.